Event description:
Smoke was noticed coming from the pump, although the pump continued to function. The pump was switched to battery mode, but the smoke continued. The pt was then transferred to another pump and there were no complications.